Event description:
Unit slipped and cut pt during procedure. The skull clamp was placed on pt by attendintg physician and physician assistant. The incident occurred during initial positioning for a posterior cervical procedure. The pt was prone. The laceration was 1-inch in length, mostly on the left side. The laceration was stapled closed and pt was repositined in a new frame. There were no post-operative complications to pt due to laceration.